Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was rushed to the hospital in the state of cardiac arrest. Death was confirmed at the hospital.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively established through this evaluation. A distal portion of the driveline was returned measuring approximately 25¿ in length. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. It was reported that the patient was rushed to the hospital in a state of cardiac arrest, and death was confirmed at the hospital. It was communicated that emergency services were called after the battery was replaced, and it is suspected that the system controller malfunctioned as the device did not operate after connecting the charged battery. This event is further addressed under the system controller investigation. It was communicated that the device was not explanted and would not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU, and the heartmate ii patient handbook are currently available. Section 1 of the IFU lists potential adverse events, including death, that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that it was unknown if the patient was connected to battery power while in transit to the hospital. It was unknown what actions were performed at arrival to the hospital and after death.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that the patient was found in a state of cardiac arrest and emergency services was called after the "battery was replaced". It was noted that the cause of death was ventricular assist device failure, it was suspected that the system controller malfunctioned as the device did not operate even after connecting a charged battery. It was unknown if the device operated as expected and the pump would not return.